Event description:
The suspect device started to calculate a blood glucose result without blood on the test strip. They don't get a result. They get an error message. The device was replaced and requested to be returned for evaluation.